Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a follow up was done of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode due to inappropriate shocks. Data was uploaded for review and it was noted that several episodes were classified as non-sustained due to double detection. Primary vector was programmed at implant, but currently the morphology was different with low amplitudes. The shock values were within range. An x-ray was also done which showed some movement/micro dislodgement of the electrode. The physician change the vector to alternate and automatic set up was done. The secondary vector was finally programmed after testing with smartpass turned on. The patient will continue to be monitored via remote monitoring system. No adverse patient effect were reported.